Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient received inappropriate therapy due to high right ventricular (rv) lead impedance. The rv lead was partially explanted and replaced. It was also reported that the right atrial (ra) lead had low sensing values. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.